Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the scope connector becoming damaged while the user was handling the subject device, from which fluid invaded from the damaged location and caused damage to the printed circuit board (pcb) in the connector; as a result, error message e315 was displayed. The user may be able to detect the suggested event by handling device in accordance with the following instructions for use (IFU): IFU cf-hq190l/I operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the endoscopic image. The user may be able to reduce / prevent occurrence of the suggested event by handling device in accordance with the following IFU: IFU cf-hq190l/I reprocessing manual chapter 1 general policy 1.4 precautions :perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the failure could not be confirmed but occurrence was likely. Additionally, it was noted that scope connector had a leak from ethylene oxide valve; no image where image was okay after aeration; control know play, distal end plastic cover had a deep dent; objective lens had tiny chips at edge; and light guide lens and bending section cover glue was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope was plugged in and error code e315 was displayed and there was no video. The issue was found during preparation for use. Another colonoscope was retrieved before the procedure started which created a five-minute delay. As the procedure had not started, the patient was not at risk of adverse effect. The scheduled colonoscopy was completed with the other colonoscope. There were no reports of patient harm associated with this event.